Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum diameter of the aneurysm measured 74 mm. The patient's infrarenal neck angle measured 16 degrees. The patient tolerated the procedure. Follow up computed tomography angiography (cta) examination on (B)(6) 2015 showed the aneurysm measured 74 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2016 showed the aneurysm measured 74 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2017 showed the aneurysm measured 82mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2017 showed the aneurysm measured 79 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2018 showed the aneurysm measured 84 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2018 showed the aneurysm measured 88 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2018 showed the aneurysm measured 85 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2019 showed the aneurysm measured 90 mm. Follow up computed tomography angiography (cta) examination on (B)(6) 2020 showed the aneurysm measured 95 mm. On (B)(6) 2020 plug embolization of the celiac artery as well as a celiac and sma arteriogram was performed to treat a type ia endoleak. The patient tolerated the procedure.